Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP device. The manufacturer received information alleging the device was making the patient sick and the patient was coughing up "yellow stuff". The patient reported seeking medical intervention, however the medical intervention was not specified. The patient reported dealing with a tooth abscess, however the patient reported being positive that the device was the cause of feeling sick and coughing up "yellow stuff". The doctor of the patient advised that the device was making the patient sick and to discontinue using the device. The patient reporting cleaning the device every other week using vinegar and hot water. The patient was educated on the proper cleaning method for the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.